Manufacturer narrative:
B5 updated. H6 patient code impact code and device code updated.

Event description:
It was reported that the coil broke in the microcatheter. A 2x4 embold fibered detachable coil system was selected for a prostate artery embolization. The coil broke within the microcatheter and had to be pushed out into the body with the wire. It was further reported that anatomical location was a prostate artery with some tortuosity. The coil had a slight resistance right before it had prematurely deployed within the microcatheter. The coil did not break. It was able to be pushed out with the pusher wire, and there was no concern for non-target embolization. The patient outcome was good, and they went home without complications on the same day.

Event description:
It was reported that the coil broke in the microcatheter. A 2x4 embold fibered detachable coil system was selected for a prostate artery embolization. The coil broke within the microcatheter and had to be pushed out into the body with the wire.